Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and load a new cartridge. The caller successfully loaded the cartridge and resumed insulin delivery. Technical support arranged for a replacement cartridge to be sent to the customer.